Event description:
It was reported that the patient presented for an implant procedure. It was noted that a stylet got stuck in the lead and could not be removed. The lead was exchanged and the procedure completed. There were no patient consequences.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. A complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) stylet coating was bunched up/clogged distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly.